Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. There is no indication that the lifescan (lfs) product contributed to injury since the patient's symptoms, "nausea" developed prior to the alleged product issue and the patient's symptoms do not meet the criteria for serious injury. This complaint is being reported as a product malfunction since the alleged product issue, "segments missing" was not resolved. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are retuned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.